Event description:
During a coronary drug eluting stenting treatment procedure, crossing inability occurred. However, the returned product confirmed that there was stent damage. The 95% stenosed lesion was located in the moderately tortuous, severely calcified left anterior descending (lad) artery. The lesion was pre-dialted with a 20mm balloon. The physician attempted to place a taxus express2 3.5x28mm drug eluting stent, but had difficulty crosing . The proceedure was completed with another taxus stent. No pt injuries or complications occurred. Pt status is satisfactory.